Manufacturer narrative:
The valve was returned on november 03, 2005 analysis had to be done.

Event description:
This polaris adjustable pressure valve was implanted on a patient at about 5 mm of his skin in 2005. This valve was set at 30 mmh20. After 13 days, the neurosurgeon tried to increase the pressure to 70 mmg20 with the adjustment magnet and a pressure selector, in vain under fluoroscopic, he succeeded by putting the magnet directly on the patient's skin. Seven days later, the neurosurgeon attempted once again to increase pressure to 110 mmh20 with an adjustment magnet and pressure selector, but he failed. He succeeded under fluoroscopic. The valve was explanted 11 days later. No patient injury is reported.